Manufacturer narrative:
(B)(6). Device evaluation summary: the device was visually inspected and it was found in good conditions. A second closer inspection was performed and it was found with reddish material and a hole in the pebax. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. After 90 minutes after the ablation started, the physician¿s point discovered that there was blood inflow at the thermocool® smart touch® sf bi-directional navigation catheter tip. It was reported that there were no abnormalities seen in the performance of the device. It was stated that before trouble occurred, the catheter was changed and the procedure was continued. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a not reportable issue for foreign material inside the pebax with no external damage. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation. The initial visual revealed no physical damage. During additional device evaluation on june 8, 2020, reddish material was observed in the pebax in addition to a hole. The returned condition of the hole in the pebax was assessed as a MDR reportable issue. Therefore, the awareness date of this reportable issue is (B)(6) 2020.